Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if a qualified product was used. The product investigation could not identify a root cause for the report that "the iol rotated inside the patient's eye and the distal haptic was broken by the injector piston." It is unknown if a qualified viscoelastic was used. Material properties of non-qualified viscoelastics may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that when he was injecting an intraocular lens (iol) into a patient's eye, the trailing haptic was amputated. The incision was enlarged to remove the lens and another lens was implanted. The enlarged incision caused induced astigmatism. Additional information was requested.

Manufacturer narrative:
The device was returned. The plunger is oriented incorrectly. Viscoelastic was observed in the device. The plunger has been retracted to mid-nozzle. The lens was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The device was inspected and the plunger was oriented incorrectly upon return. The plunger was potentially oriented incorrectly during the assembly process. (B)(4).